Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. A literature review titled outcome of abdominal wall hernia repair with permacol biologic mesh, in the journal of the american surgeon, volume 79, october 2013, states a retrospective review was conducted of 195 adult patients who underwent abdominal wall hernia repair with permacol between october 2007 and july 2011. All operations were performed in a (B)(6). Complications included infection in 26 patients, and recurrence in 23 patients. This ftr is for one of the recurrences.